Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on down arrow button. No button error alarm during testing. Unable to confirm priming anomaly and unable to perform any tests due to button unresponsive. Device was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
Customer's husband reported via phone call that the buttons were stuck and the insulin pump alarmed a button error alarm. Insulin pump was stuck at the rewind loop. Insulin pump had cracks and pieces missing between the battery and reservoir compartments. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on down arrow button. No button error alarm during testing. Unable to confirm priming anomaly and unable to perform any tests due to button unresponsive. Device was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.